Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8216-50 serial/lot: (B)(4). Description: artisan surgical lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away due to a pulmonary embolism. The patient death was reported as not device or procedure related.